Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient told caller that stimulation got shut off on a friday and patient wasn't able to get their stimulation turned back on until the following thursday and patient had a terrible time when stim was off. Patient did get their stimulation turned back on. No further complications were reported. Additional information was received. The patient reported they had a procedure done to revise the implant because it had moved due to considerable weight loss, so the doctor moved it. Patient went home to turn it on and there was a code on it, patient had previously called to report the code. The patient was told only the physician or manufacturer representative (rep) could reset the code. Patient had the stimulation off for a week before they could get it reset and during this time they had a bad, bad time. The rep was able to take the code off and get it working for them. The patient reiterated that the week the stimulation was off was unpleasant and uncomfortable for them. Patient had an appointment with their primary care physician the day of the call patient was not sure what code was seen, but the ins had somehow gotten turned off in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the code they had was a power on reset (por) and that it was taken off and resolved. It was reported that they were not voiding properly; if they sit they can go fine, but have issues when they change positions. No steps were taken to resolve this and the cause was unknown. No further complications reported/anticipated.